Event description:
Nurse (rn) contacted baxter's technical service center (tsc) for assistance regarding a "system error 2240" message that appeared on the display of a homechoice machine during a patient's automated peritoneal dialysis (apd) treatment. Reportedly, when the nurse arrived, the homechoice machine was alarming and rn noticed that one of the supply bags had fallen and became disconnected from the supply line of the homechoice set. As a result of the disconnection, someone taped the spike into the port of that supply bag. No patient injury or medical intervention was reported at the time of initial report by rn.